Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in their physician's office with a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) counts, and high rate non-sustained episodes. As well, it was mentioned that there was variable impedance and possible lead to lead interaction. No intervention was completed and the lead is still in use. No patient complications have been reported as a result of this event.